Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad anomaly. Customer¿s blood glucose level was 201 mg/dl. Customer reported that the numbers was not ramping by their own. Customer reported that the button messed up and need to push them down multiple time. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.